Event description:
This info was reported as a customer complaint. Pt had a complex ptca procedure on 11/19/96. A clamp was placed on the right groin sheath for 7 1/2 hours to control an ooze. On 11/20/96, product was placed on the rfa puncture with no apparent complications. On 11/22/96, prior to discharge the pt was ambulatory, without complaint and heparinized. The pt was discharged. On 11/25/96, the pt presented with severe pain, and a cold and painful right foot. Examination showed decreased dorsal pedal and posterior tibial pulses on the right. An angiogram showed a cylindrical filling defect in the right femoral area and trifurcation area with decreased circulation in the right leg. Following unsuccessful thrombolysis (urokinase). On 11/27/96 pt had a thromboectomy of the rcfa and a thromboembolectomy of the tibial peroneal trunk (right). A gelatinuous appearing cylindrical shaped plug was removed from the cfa. A similar cylindrical shaped gelatinous looking thromboembolism was removed from the trifurcation. Continued pulses resumed and pt was later discharged. 86: eval of event based on review of mfg and qc procedures and historical use of device related to this event. 310: during the product clinical trials, two collagen insertions occurred in 560 pts treated with product.